Event description:
A low glucose reading issue was reported with the use of an Abbott Diabetes Care (ADC) device. A customer reported receiving unspecified low glucose sensor scan readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer did not experience symptoms and was provided unspecified third-party treatment. There was no report of death or permanent injury associated with this event.A sensor scan of 46 mg/dL was obtained and compared to a competitor brand meter result of 255 mg/dL. The results/comparison readings when plotted on a Parkes Error Grid fall into the "C" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.